Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot# v167235, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot# v166791, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that one day after the implantable neurostimulator (ins) was implanted the ins battery level went completely dead. It was stated that sometime at nighttime after the implant "he just started going weird, like almost in a comma again." The patient wasn¿t talking and he couldn¿t swallow. After the battery was checked, it was discovered that it was dead. It was then charged up, and the patient "just woke up again ," and within an hour he was back to normal. It was stated that the patient did "fine with charging the first week." It was stated the patient was able to use his device and would only deplete to 75% in one day. Since several days prior to the report, the patient had been noticing his implantable neurostimulator (ins) depleted to 50% each day. It was stated that the patient ended up charging 2 times a day because after ins battery level hit 50% he felt he should charge it back up again. It was stated the patient was concerned about letting it get too low. It was stated it usually took 1 1/2-2 hours to charge each time as well. It was stated the patient usually got full coupling. It was stated that the ins wasn't charged before the implant surgery, "and he only had 2 times left." This might refer to overdishcharged state. It was stated that the ins had similar settings to patient's previous device. It was also stated that the patient felt his body wasn't accepting the ins and that the patient "felt weird." It was stated that patient's brain/mind normally worked perfectly fine but now that he got the ins he felt his mind wasn't functioning properly and the patient was confused and was lost easily. The patient had 1 other episode similar to this 3-4 years prior to the report "when he got chemo." It was stated that ever since this ins was implanted, "the patient had good days and bad days" where previous ins had worked great. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).